Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer's blood glucose was over 600 mg/dl, as the glucose meter read high. The customer stated she woke up because she did not feel good and experienced nausea, headache, and frequent urination. She reported a presence of ketones as well. She advised that she already treated her high blood glucose. The customer did not observe any significant events leading to the alarms. She stated that she had gone through a metal detector. The customer was unable to complete the rewind sequence. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. By the end of the call, the customer stated that she felt a little better, although she had not tested her blood glucose reading.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.